Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnosis and completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to emit x-rays. Review of the log file showed software issue. Upon troubleshooting, fse found that system software was crashed. To resolve the issue, fse reinstalled software. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.